Event description:
It was reported to boston scientific corporation on september 2, 2020 that a flexiva 200 laser fiber was used in a procedure in the kidney performed on (B)(6) 2020. Reportedly, the laser unit used was a lumenis versapulse 100 watt laser console. According to the complainant, during the procedure, the laser fiber was noted to be not working. Upon removal of the laser fiber, the connection between the fiber and laser was checked and the tip was noted to be burning. The nurse burnt her hand. Reportedly, no treatment was done to the burn injury. The procedure was completed with another flexiva 200 laser fiber. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: problem code 1437 captures the reportable event of fiber connector overheats. Patient code 1757 captures the reportable event of burn injury to the staff. Block h10: the returned flexiva 200 laser fiber was analyzed, and a visual evaluation noted that it was returned in two pieces. The first piece includes the sma connector measured 4.7 cm. The second piece measured 313.6 cm from the tip to the exposed glass tip. The exposed glass tip displays minimal signs of normal degradation and measured approximately 3.5 mm. Examination under magnification confirmed the pattern on the tip was consistent with normal degradation. Fibers are consumable and meant to degrade with use. No light from the sma connector was observed, indicating a fiber connector fracture. The sma connector was observed detached/separated at the boot as a result of overheating, further indicating the presence of a fracture within the fiber connector. No other issues with the device were noted. The reported event was confirmed. The analysis of the returned device revealed no light from the sma connector, indicating a fiber connector fracture. The sma connector was detached/separated at the boot, likely from overheating, which was further evidence of a fiber connector fracture. It was likely that procedural handling of the device during set-up or use contributed to the fiber break within the connector, resulting in overheating of the sma connector and the boot detachment/separation. Damage within the connector of the device can result in insufficient aiming beam and low laser energy output, up to a complete inability for the fiber to fire. Review and analysis of all available information indicated that the root cause is adverse event related to procedure. A complaint with a cause of adverse event related to procedure indicates that the adverse event occurred during the procedure and the device had no influence on the event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2020 that a flexiva 200 laser fiber was used in a procedure in the kidney performed on (B)(6) 2020. Reportedly, the laser unit used was a lumenis versapulse 100 watt laser console. According to the complainant, during the procedure, the laser fiber was noted to be not working. Upon removal of the laser fiber, the connection between the fiber and laser was checked and the tip was noted to be burning. The nurse burnt her hand. Reportedly, no treatment was done to the burn injury. The procedure was completed with another flexiva 200 laser fiber. There were no patient complications reported as a result of this event.